Manufacturer narrative:
Sections d9 and h3 were updated. The meter and test strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. Testing was performed using glycolyzed blood with the returned strips. All testing with the returned strips produced acceptable results, and no questionable results were observed. The meter was tested using retention test strips and controls: control ranges: 30-60 mg/dl. 261-353 mg/dl. Results: level 1: 44, 44, 44 mg/dl. Level 2: 291, 300, 300 mg/dl. All results were within the acceptable range. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from accu-chek inform ii meter, serial number (B)(6), compared to a laboratory result. At 2:21 p.m., the laboratory result was 1.4 mmol/l. At 2:49 p.m., the meter result was 2.6 mmol/l.